Manufacturer narrative:
Device passed displacement test. Device was received with some scratches on the left side of the case. The retainer ring is present. It is black not clear. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was missing. The customer stated that she did not see the clear plastic retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.